Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance maybe encountered and damage such as offset coil winds may occur. During the functional test, the pod pc was re-sheathed with a demonstration introducer sheath. The pod pc was then advanced through a demonstration lantern without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using a pod coil, pod packing coil (pod pc) and, non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed a pod coil in the target vessel using the microcatheter. While advancing a pod pc, the physician experienced resistance in the hub of the microcatheter. Therefore, the physician removed the pod pc and attempted to advance the coil again; however, the same resistance issue occurred in the hub of the microcatheter. Therefore, the pod pc was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.